Event description:
It was reported that a motor stall had occurred several times. The motor stall was confirmed per the event logs, with no motor stall recovery recorded. The pump was replaced. The following reported drug(s), concentration(s), and daily dose(s) administered via the pump were as follows: morphine, 25.0 mg/ml, 10.495 mg/day; clonidine, 150.0 mcg/ml, 62.97 mcg/day; bupivicaine, 3.0 mg/ml, 1.2594 mg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.